Event description:
A cracked bag. Customer keeps bags stored in liquid nitrogen. The day before infusion, they take out of liquid nitrogen and put them in vapor phase cassette. While bag was in vapor phase for 24 hours, customer noticed bag was cracked along bottom seam and product has spilled out into the cassette. No pt involvement has been reported at this time. Samples are available for eval.